Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to protruded loose drive support disk. The motor was tested outside to the device and passed. The operating currents are within specifications and passed displacement test, self test and a21 error test. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during basal. When they were priming the insulin pump, it kept rewinding. Customer's blood glucose level was 400 mg/dl. The customer was able to complete the rewind process. The displacement test and self-test passed. The manual prime was successful. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.